Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible screw back-out. The patient reportedly had possible screw back-out approximately 2 months post-op. There are no plans to revise at this time. The patient is asymptomatic.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The surgeon acknowledged that the patient was very active and appeared to have been over-active prior to their one-month follow-up. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. In situ.

Event description:
On (B)(6) 2017 it was reported that a patient presented with a possible screw back-out. The patient reportedly had possible screw back-out approximately 2 months post-op. There are no plans to revise at this time. The patient is asymptomatic.